Event description:
Reporter stated that their family member did back to back tests using three separate finger sticks and obtained readings of 410, 210 and 192 mg/dl. No symptoms were reported. The meter is not cleaned according to manufacturer's product recommendations (meter is cleaned with soap and water). Lfs rep reviewed importance of proper cleaning and using control solution. The meter was replaced. There was no allegation of harm.